Manufacturer narrative:
Product ID 8598a, serial# (B)(4), product type catheter product ID 8596, serial# (B)(4), product type catheter. (B)(4).

Event description:
It was reported that the pump logs showed a motor stall and motor stall recovery on 2010-(B)(6). The motor stall lasted 18 minutes. There was no indication of the motor stall. The patient was last seen 2010-(B)(6). The patient was being weaned off of baclofen in preparation for selective dorsal rhizotomy and removal of the pump. The pump was removed 2011-(B)(6). The pump removal was independent of the motor stall. There was no interrogation of the pump on the date of the removal.